Event description:
It was reported that insulin from the reservoir leaked into the reservoir compartment. It was stated that the customer took off to go swimming and the blood glucose was went up to 27mmol/l. It was mentioned that the cannula was removed, and there was some air, the reservoir was wet and had some air bubbles. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.